Event description:
It was reported to boston scientific that during a prostate biopsy procedure while using trupath biopsy devices, the biopsy device misfired after it was cocked for the 12th biopsy. The device would not stay cocked. The doctor got the device to work by re-cocking and to retrieve the last biopsy.

Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned at a later date, a full analysis will be conducted. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found 2 other similar complaints from this lot. A failure analysis could not be performed due to the non return of the product. The product is not being returned and is therefore, being closed for administration purposes. If the device is returned at a later date, a complete analysis will be performed and the findings added to this file. No conclusions could be drawn regarding either the validity or possible root cause for this complaint. Product unavailable for analysis.